Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (no power) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-aug-2019 with the following findings: during investigation, the pump booted with audible and vibrate alerts but display remained blank. The black box indicated that the pump was powered of after a loss of prime warning on (B)(6)2019 and deliveries were not resumed. The pump cover was removed and the oled display flex was found to be dislodged and not fully seated into the display flex connector. The display flex was re-seated into the connector and pump booted to the verified screen with clear text. 5. Power loss could not be duplicated. The basal duration test was completed after display connection was re-seated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.